Manufacturer narrative:
The unit was repaired by the hospital biomed department. It was returned to service and functioned properly. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "autofill failure" alarm. The iabp indicated blood back after it was shutdown. Upon checking logs, an autofill failure code #57 was noted by the customer. Blood detection was also indicated but no blood was noted. The customer did note some condensation. The pt was switched to another iabp and therapy was continued. No pt injury was reported.